Manufacturer narrative:
Manufacturer was able to confirm reported problem with suspected device. Problem is related to a failed mass flow sensor along with the main pc board. Not clear why the sensor and pc board failed.

Event description:
User facility reported that two patients went into deep sedation. Both procedures were stopped. There was no patient harm, and no medical intervention was needed.